Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes. Please find enclosed the report received from the FDA. Please find enclosed the report received from the FDA.

Event description:
Reportedly, an increase of the right atrial and right ventriculaire nimpedance and threshold. Oversensing was also observed and recorded on the atrial and ventricular egm. The serial numbers, model of the lead, the date of implantation are unknown. No more information are available.